Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer and pocket had been experiencing recurring failures. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary drawer 6 pocket d1 was failed. A field service engineer cleared obstruction and debris from the back panel and row board tray. After removing the debris, proceeded to reseat all wiring and cables, including the row board trays. The system functioned as intended after the field service engineer repaired the device.